Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch, missing endcap sticker, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that they exposed the insulin pump to salt water. The customer reported the insulin pump began to beep and water was present under the screen. The customer's blood glucose was 163 mg/dl. Customer also reported there was a crack present on the top of the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.